Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional complaint details. No further information is available at this time. Should additional details become available, this report will be updated. It was reported that the representative reported the hospital is experiencing auto encryption difficulties and no further information is available at this time. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. We are having difficulties with the auto encryption the hospital is using for all pdfs. Working on getting the info.

Event description:
It was reported that data review was requested due to questionable capture and variable sensing on the atrial channel. A recent x-ray was unremarkable. Results of the requested review are unknown at this time. No adverse patient effects were reported.

Event description:
It was reported that data review was requested due to questionable capture and variable sensing on the atrial channel. A recent x-ray was unremarkable. Results of the requested review are unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional complaint details. No further information is available at this time. Should additional details become available, this report will be updated.